Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump began to smoke at the usb port when the customer attempted to charge the pump using a non-tandem provided usb cable and wall adapter. There was no adverse impact to the customer's blood glucose (bg) level. The customer declined assistance from tandem technical support regarding the reported issue and indicated that an alternate pump would be used for insulin therapy.